Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had blood at site on 4 infusion sets. The customer also reported that they had skin irritation with 1 set. The irritation had a red spot on the site where the needle entered. There were no signs of infection. All of the set incidents were on (B)(6) 2017. The customer also reported that years ago she also had blood on site and her blood glucose level went up to 400 mg/dl. The customer inserted the infusion set right but it bled and there was pain. The customer left the set in the body and when they woke up they had high blood glucose. The customer declined troubleshooting for the high blood glucose. The customer also had a set that did not want to stay in the inserter. Troubleshooting was performed for the entire site and set issues. The customer was to be sent a replacement for her infusion sets. The device will not return for analysis.